Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely and was unable to monitor glucose levels or obtain readings. As a result, customer reported experiencing hypoglycemia with symptoms described as difficulty speaking and walking and was unable to self-treat, requiring non-hcp administration of "two doses" or oral sugar for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.